Event description:
Meter name: one touch basic original. Strip name: unk. Meter code: unk. Strip storage: unk. Strip storage: unk. Symptoms: dizziness, shakiness and cold. A pt reported they were not able to get a reading. Their meter allegedly would not power on. Not able to get a blood reading for a long time. Treatment was the doctor put pt on pills. No further info has been reported.